Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h4, h6, h10, h11. Visual examination of the returned product/provided pictures identified a comprehensive reverse shoulder mini taper adapter (118000-00 / lot m623740 subcomponent of finished goods item 110032410 / lot 65312244) was returned for evaluation. As returned, the adaptor is locked in the glenosphere (115310 / lot j7535809). The taper feature exhibits damage. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is disassociation of the glenosphere from the glenoid base plate. No contributing factors are identified. No abnormality of the central screw position is identified. It is unknown when the central screw became unseated. Pulling a garden hose was identified as a contributing factor, however without further information a definitive root cause cannot be determined. The reported disassociation is confirmed by mmi review. The central screw not being fully seated cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a patient underwent a revision procedure approximately 1 year post implantation due to disassociation and a loosened central screw after pulling on a garden hose. The bearing, tray, central screw, glenosphere, and taper were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: comp rvs cntrl 6.5x40mm st/rst, cat #: 115398, lot #: 485290. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.